Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. (B)(6).

Event description:
The customer reported a false positive result with ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed and generated negative results. Confirmation testing was performed with lamp method, antigen test kit (immunoace), and pcr (arklay) and all generated negative results. Per the customer these tests were performed at the time of hospital admissions. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145140 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m145140, test base part number 190-430 / lot: m145140. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145140 showed that the complaint rate is 0.03%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.